Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, withdrawal difficulties were encountered. The target lesion was located in the bile duct. The 035/260 amplatz super stiff was utilized with an unknown balloon catheter. When the physician attempted to remove the balloon catheter, resistance was encountered between the catheter and amplatz guide wire. The devices were removed together as a unit. The procedure was completed with another of the same amplatz wire. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)